Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported when the patient returned for follow-up, over eight years later. A type I endoleak was reported due to neck dilation. Intervention was performed on the same date, a endurant 36x70 aortic cuff was implanted along with non mdt balloon expandable stent bilaterally as a snorkel, and the cuff was placed distally towards the sma to try and resolve the endoleak. On final angiogram, a gutter endoleak still remained. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.